Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is confirmed for self-activation, as the top slide released during the drop test. Upon disassembly, it was noted that the cannula tangs did not have enough space to fully lock into position. The investigation is inconclusive for the reported self-activation of the stylet, as full functional testing could not be performed due to the self-activation of the cannula. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.

Event description:
It was reported that during a biopsy, both slides of the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, both slides of the device allegedly self activated. There was no reported patient injury.